Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm long bipolar grasper instrument was analyzed and found to have corrosion on the bearings. Grips/pitch input disk bearings exhibit orange discoloration. The corrosion was observed on multiple components of the bearing. Additional observation not reported by site: the instrument was found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
It was reported that during central processing, the 8mm long bipolar grasper instrument, along with other instruments, may have been compromised due to water exposure and residue buildup within the carriage housing. Although not all instruments showed visible issues, the hospital opted to return them for inspection as a precaution. There was no patient involvement and no reported injury.